Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were unable to charge their device about 30%. It appeared their implanted battery was going dead. They tried to charge the device without success. They will need to have surgery for new battery (implanted).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reported ongoing issues charging the implant, stating that for approximately one week, charging was not successful and the implant would not increase beyond 30%. Agent had patient reset the controller and inspect the controller battery compartment, battery pack, port and recharging cord/plug; confirmed no visible damage. Agent instructed pt to blow air on controller port and wipe down recharger pins. Agent had the patient to start charging session. Patient reported battery low. Recharge your implanted device soon and poor recharge quality. Advised repositioning the recharger over the implant. Patient confirmed recharging with excellent connection. Advised pt to continue charging implant and monitor device; patient will call back if they require further assistance.